Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to have a hole in the middle of the bag below the hanger seam. The hole was discovered during the compounding process. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). The reported sample was returned for evaluation. The visual inspection and functional testing identified the reported condition as a large leak spraying water from the back and a smaller leak on the exact opposite location on the front side of the bag. Magnified inspection of the leak location identified punctures on the front and back of the bag, with a larger puncture on the back side of the bag and rounded outward. This indicated the puncture occurred while the bag was empty. The bag manufacturing process was reviewed and did not identify an area of the process where the puncture could have occurred. The cause of the condition is unknown. Should additional relevant information become available, a follow-up report will be submitted.